Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the tip of the miracle brother12 300 guide wire separated during use on a cto in the pt; however, a snare was successfully used to retrieve the tip outside of the pt. Additionally, other devices, including a tornus catheter failed to cross. The tornus became stuck in the heavy calcification and in an effort to withdraw the tornus, the physician aggressively manipulated the tip of the tornus catheter which may have contributed to the separation of the guide wire. The tornus was withdrawn successfully without further incident. The pt is fine. No add'l event or pt info is available.